Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. The medical records indicate the patient experienced an infection. In regards to infection the warning section of the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ a manufacturing review was performed and found no anomalies. With the current information no conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2014 - the patient was diagnosed with pelvic organ prolapse and underwent a two part procedure which included a marshall-marchetti-krantz procedure and vaginopexy with implant of a davol flat mesh. Based on operative details, the patient's overlying peritoneum was oversewn on top of the davol flat using a vicryl suture protecting the bowel from direct contact with the flat mesh. On (B)(6) 2014 - the patient was diagnosed with an abdominal wall abscess and underwent an incision and drainage of the abscess. On (B)(6) 2014 - the patient was diagnosed with an anterior pelvic abcess and underwent an incision and drainage of the pelvic abscess, partial removal of the davol flat mesh and pelvic exploration. Per operative details, there was an anterior mesh portion that was exposed and this was all excised. On (B)(6) 2014 - the patient was diagnosed with bilateral labial abscesses and underwent a washout and debridement of the anterior pelvic abscess and the bilateral labial abscesses. On (B)(6) 2014 - the patient was diagnosed with anterior pelvic and bilateral labial abscesses with infected vaginal mesh. The patient underwent an exploratory laparotomy, explant of the infected davol flat mesh followed by cystoscopy. Per operative details the entire flat mesh was removed intact. On (B)(6) 2014 - the patient underwent multiple wound washout procedures of the anterior pelvic and bilateral labial abscesses, partial closure of bilateral labial abscess cavity and anterior pelvic spaced followed by placement of a wound vac.